Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(6). Event occured the united states. It was reported that, the patient faced two infusion set's kinked cannula event on (B)(6) 2025. Patient's blood glucose levels was 493 mg/dl and was treated via multiple daily injections (mdi). Event took within three or more hours of insertion. Site of insertion was abdomen. Infusion set was in use for 3 hours for one event and 6 hours for another event. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.